Manufacturer narrative:
(B)(4): device evaluation indicated that the complaint was not verified as the device passed all the required tests and revealed normal device characteristics. The ipg measured 3.107 volt was charged to 3.943 volt from one cycle. The daily battery depletion rate without any stimulation was within the range, 2.31 mv. In low power idle mode without any stimulation, the quiescent current measured within the range, 21 ua average. The patient data indicated that the device has not been charged optimally in the field. The device is capable of being charged fully under a proper charging method.

Event description:
A report was received that the patient's ipg flipped upside down in the pocket and the patient could not charge the ipg. The patient underwent a pocket revision procedure wherein the physician flipped the ipg over. Upon post-operative follow up the patient's ipg again migrated deeper and was still unable to charge. It was noted that during the revision procedure a cautery was used around the ipg. The patient underwent another revision procedure wherein the pocket site was relocated and the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician's implant manual (B)(4).

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg flipped upside down in the pocket and the patient could not charge the ipg. The patient underwent a pocket revision procedure wherein the physician flipped the ipg over. Upon post-operative follow up the patient's ipg again migrated deeper and was still unable to charge. It was noted that during the revision procedure a cautery was used around the ipg. The patient underwent another revision procedure wherein the pocket site was relocated and the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician's implant manual 90970880-04).